Manufacturer narrative:
The customer reported the device was unavailable. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this investigation. Conclusion: device used after exp date.

Event description:
Device issue: used after expiration date. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician (unk if trained in the use of the starclose device), attempted arteriotomy closure in an unspecified vessel, after an interventional procedure. Reportedly, during suture retrieval the link between the suture and the cuff broke. The device was removed. Manual compression was applied to achieve hemostasis. It was noted that the device was used after its expiration date. There were no reported adverse pt sequelae. Though requested, no add'l info was available